Event description:
On (B)(6) 2023, the reporting physician conducted a revision surgery utilizing the blueprint planning feature. Subsequent analysis of the blueprint imaging on (B)(6) 2023, revealed the utilization of the simpliciti prosthesis in the revision procedure. Despite efforts, no further details were acquired from the sales representative.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
On (B)(6)2023, the reporting physician conducted a revision surgery utilizing the blueprint planning feature. Subsequent analysis of the blueprint imaging on (B)(6)2023, revealed the utilization of the simpliciti prosthesis in the revision procedure. Despite efforts, no further details were acquired from the sales representative.